Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxt150 intraocular lens (iol) was explanted from the patient's right eye due to residual refractive error. At explant there was no incision enlargement, no vitrectomy and no sutures required. The lens was replaced with a non-johnson and johnson lens. The patient was stated to be fine post-op, and the explanted lens was discarded. No other information was provided.